Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: may 31, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, that during an initial surgery the drill broke. No fragments were generated. No prolongation of the surgery was reported. There was no reported harm to the patient; patient outcome was reported as good. The procedure was completed successfully with no additional medical intervention needed. This is report 1 of 1 for com-(B)(4).